Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As only the result from dilutions were incorrect, an issue with the diluent material was possible.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient sample. The initial result was >3000 pg/ml with a data flag. The analyzer performed a 1:5 dilution and the repeat result was 405.5 pg/ml. The customer was advised the recommended dilution ratio is 1:10 per product labeling. The customer repeated the same sample and the result was 592 pg/ml. The customer then placed the sample in a small cup to run and the result was 1488 pg/ml. The results were verbally reported to the nurse. The customer did not know which result was correct, but the nurse stated they expected the result to be >3000 pg/ml. The customer stated two out of the three levels of qc were within range prior to the event. The customer performed calibration and qc which was out of range. The customer performed maintenance and repeated qc which was then acceptable. The field service representative found the probe was misadjusted. He adjusted the probe, cleaned the probes, and completed measuring cell preparation. The system started up normally and no alarms were present. On (B)(6) 2017, the customer repeated the sample and the result was >3000 pg/ml with a data flag and with a 1:10 dilution was 3227 pg/ml. This result was reported for the patient. The patient was not adversely affected. The reagent lot number was 25257801 with an expiration date of 31-jul-2018.